Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the failure to heal is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. A second surgery was performed to remove the screw. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on 5/12/2016, that a sign distal screw implanted on (B)(6) 2015 to repair a fracture had to be removed to achieve dynamization of the fracture site. No additional information was provided by the surgeon.